Manufacturer narrative:
. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of break between the needle housing and extension tube is confirmed but the exact cause could not be determined from the photo sample provided. One photo sample of a 20 ga safestep infusion set was returned for investigation. The infusion set was observed to be on the securement dressing. The needle housing is detached from the extension tubing. The distal end of the extension tubing appears to have an even surface; however, the surface characteristics could not be observed to determined the type of failure. Based on the photo provided, possible contributing factors for the detachment of the extension tube include excessive tensile force and adhesive application. Since the photo allowed for the confirmation of a detached needle housing, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the connection site between the handle of needle and tube broke. No other information was provided.